Event description:
Baxter sales rep received complaint from customer. Customer is encountering blockage when hooking up this set as a secondary medication set. Blockage appears to be occurring at the secondary port of this set. No pt injury has been reported at this time.